Manufacturer narrative:
Expiration date - 2025-03. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6). Phone number - unknown. Occupation - doctor. Investigation findings - 3211 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the retention samples. The actual device has not been returned for evaluation. The exact root cause of the complaint could not be identified. Reference photos of the actual sample showed that the body of the cannula was bent. Similarly, the cannula end was also slightly bent and uneven portion was noted. The cannula broke off above the tip of glue mound wherein deformation on the mound was noted as confirmed by the branch. In addition, the cannula retained on the hub was seemed to be flattened. Most likely, excessive force was applied during use which resulted to the complaint. Furthermore, three (3) pieces from unused same lot samples received by tc passed the fracture resistance test results requirement specified in iso 9626:2016. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. Moreover, cannula incoming inspection records conducted prior supply to production showed the supplied cannula lot passed dimensional, functional testing and confirmed with certificate of analysis from our supplier. Retention samples were confirmed free from tilted or bent cannula that might lead to the complaint. Evaluation through cannula resistance to breakage was conducted on the samples wherein results were all passed. In addition, cannula inside and outside diameter of the retention samples as well as unused same lot samples received by tc are within specification. In-process visual inspection conducted during needle assembly and qc outgoing inspection prior shipment to check the condition of the assembled products including tilted or bent or damage cannula showed all samples passed. Lot history files revealed no related nonconformity that will lead to the complaint during production of the lot. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the user implemented a lumbar puncture and injected saline. When they removed the needle, it remained in the body. As the actual sample was delivered to the ishikawa prefectural central hospital with the condition connected with syringe (including hub part), the reported clinic doesn't have it and could not confirm it. The x-ray image was shown and confirmed that the needle remains in the body. The user tried to remove using echography, however, did not succeeded, therefore the patient was transferred to the core hospital. The patient did not complain about pain and he/she could walk by him/herself. The user did not feel irregular resistance. When he/she removed the needle same as normally, the user found no needle. The user did not feel like it was broken. The user tried to insert it to a deeper point. The broken needle that remained inside patient was removed based on provided reference photos, most likely through surgery. Additional information was received on 16september2020: the actual sample was finally obtained. The remained cannula has been already removed out of the patient body.